Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient's specific gender and age were unknown. On (B)(6) 2025, the patient underwent dissection surgery in department of cardiac surgery in (B)(6) (the specific surgical name and patient's diagnosis were unknown). The operator used the suture (the specific code was unknown, and the suspected code was w8977) for purse-string suturing (the specific suturing tissue layer was unknown) during surgery. No device failure and patient injury event were reported during surgery. Suture breakage occurred after surgery (the specific event was unknown). The patient died at about 9:00 am on (B)(6) 2025. The following information was requested, but unavailable: would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? What is the cause of death? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Lot number? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? --received information as following from sales rep via phone today. Please refer to the information provided, other information requested is unknown.

Event description:
It was reported that a patient underwent a dissection cardiac surgery on the night of (B)(6) 2025 and purse-string suture was used. The suture broke, resulting in death on (B)(6) 2025. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? What is the cause of death? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Lot number? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?